Event description:
It was reported that during the annual performance inspection, the ventilator would not turn off. When powered back on, the unit produced error codes 35-volt failure, backup alarm failed, auxiliary alarm supply failed, and blower stalled. There was no patient involvement.

Manufacturer narrative:
B4:03may2021. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced power management board. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.